Manufacturer narrative:
Captures the reportable event of stent damaged. The complaint device ha been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex colonic stent was to be used to treat a mechanical bowel obstruction in the colon caused by ileus cancer during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, at first the stent was easily deployed. However, when attempting to fully deploy the stent, it was unable to completely release. The stent was removed from the patient partially deployed. A photo of the stent was received and based on this, the stent was noted to be damaged at the end. The procedure was completed with another wallflex colonic stent. There were no consequences or impact to the patient as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex colonic stent was to be used to treat a mechanical bowel obstruction in the colon caused by ileus cancer during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, at first the stent was easily deployed. However, when attempting to fully deploy the stent, it was unable to completely release. The stent was removed from the patient partially deployed. A photo of the stent was received and based on this, the stent was noted to be damaged at the end. The procedure was completed with another wallflex colonic stent. There were no consequences or impact to the patient as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A deployed wallflex colonic stent was received for analysis; the delivery system was not returned. Visual examination found the stent was damaged; the stent was deformed, kinked and stent wires were broken. The stent was measured to be within specifications. No other issues were noted with the stent. Per analysis, the damages noted on the returned device were consistent with the application of force during use. Taking all available information into consideration, the investigation concluded that the observed failures and the reported event were likely due to anatomical or procedural factors encountered during the procedure, such as the nature of the stricture and the use of excessive force on the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Manufacturer narrative:
Problem code 2976 captures the reportable event of stent damaged. A deployed wallflex colonic stent was received for analysis; the delivery system was not returned. Visual examination found the stent was damaged; the stent was deformed, kinked and stent wires were broken. The stent was measured to be within specifications. No other issues were noted with the stent. Per analysis, the damages noted on the returned device were consistent with the application of force during use. Taking all available information into consideration, the investigation concluded that the observed failures and the reported event were likely due to anatomical or procedural factors encountered during the procedure, such as the nature of the stricture and the use of excessive force on the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. Catalog number has been corrected.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex colonic stent was to be used to treat a mechanical bowel obstruction in the colon caused by ileus cancer during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, at first the stent was easily deployed. However, when attempting to fully deploy the stent, it was unable to completely release. The stent was removed from the patient partially deployed. A photo of the stent was received and based on this, the stent was noted to be damaged at the end. The procedure was completed with another wallflex colonic stent. There were no consequences or impact to the patient as a result of this event.